Manufacturer narrative:
Patient¿s date of birth, age, gender and weight are not available for reporting. Device is an instrument and is not implanted/explanted. (B)(6). A device history record (DHR) review was performed on part: 309.530 / lot: 9888487: manufacturing location: (B)(4), manufacturing date: 18. May 2016: no non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during a surgery on (B)(6) 2017, the extraction screw was used for 5.0 mm locking screw removal case. The extraction screw was broken during the process of removing the locking screw. Fragments were generated from the broken device, but nothing left in the patient¿s body. There is no information available about patient, surgical outcome and about surgical prolongation. Concomitant device reported: locking screw (quantity 1). This report is for one (1) conical extraction screw for large screws and 4.9 mm bolts. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the procedure was a planned removal of the implant as the patient had gained union. No medical intervention was required. Another like device was used to remove the broken parts.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgery was prolonged for unknown length of time. The procedure was completed successfully.

Manufacturer narrative:
A product investigation was completed: a broken 309.530 conical extraction screw was received for investigation. Almost the complete conical threaded tip is broken off. The remaining shaft shows wear marks and striations and there also marks on the surface of the coupling feature. The fracture surface is homogenous what indicates material conformity. Because of the damage and the missing broken off portion the relevant dimensions cannot be checked to print specifications anymore. The manufacturing documents were reviewed and no complaint related issues were found. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition and the correct material was used. The hardness was measured and meets the given target tolerance. A final manufacturing conclusion cannot be presented because of the condition of the product and the received poor clinical information. The various marks and striations point to the fact that the device was subjected to forcible use. We determine that the most probable root cause is excessive force through the method of use and associated accumulated damage and wear. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.